Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713050, serial number: (B)(6), software version: 686l030003. History inspection: the customer did not specified the date of occurrence. Therefore, the last therapy was analyzed. On (B)(6) 2025, a space line was selected at 14:46 and the infusion started with a rate of 500 ml/h at 14:46. During the entire therapy, there were 9 pressure alarms with pressure level 9 set. The cause of the pressure alarms cannot be determined. At 15:29, the therapy was terminated by user. The pump was switched to standby mode. A total of 295,97ml was infused. No other anomalies could be detected. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. No visible damage is to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: the electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. The safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,69% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within our specification. Disassembling: no damage or soiling could be found inside the device. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "pump was set to correct volume and time however infusion was given in half the time that had been set.".